Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device and verified the reported issue. During an internal inspection it was observed that the device¿s therapy connector assembly was not properly connected to pcb-mounted jack connector, designator j23, on the therapy pcb assembly. This resulted in device not recognizing when a therapy cable was connected. The third party service agent then reseated the therapy connector assembly to j23 which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not recognize the therapy cable. In this state, the device would not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.